Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3166, UDI: (B)(4), serial:(B)(6), batch: t00004941. Common device name: scs octrode percutaneous lead, model: 3166, UDI: (B)(4), serial: (B)(6):,batch: t00004941.

Event description:
Related manufacturer report number: 1627487-2024-07778. It was reported that the patient had two peripheral leads infected. Surgical intervention was undertaken and the system was explanted. The investigation did not determine which leads attributed to the issue.